Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's health care professional reported via phone call that customer was hospitalized on (B)(6) 2019 due to high blood glucose level of 574 mg/dl. The customer was treated with insulin drip at the hospital. The customer experienced vomiting, nausea and chest pain. The customer received a replacement insulin pump yesterday and set it up, but was having trouble and gave a bolus but it was not helping, stated that she changed the site and blood glucose were still going up, so she headed to the hospital. The customer alleged the insulin pump for under delivery because they tried to bolus twice and her blood glucose went up, customer changed the site after initial setup and still no insulin delivery and no alarms occurred. The insulin pump was not on auto mode at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).